Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. The date of event is unknown. The date entered is based on the customer's report of " about 3 weeks ago from (B)(6) 2022". If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A customer reported receiving unspecified low sensor readings and experienced symptoms described as "not feeling well." Customer was unable to self-treat and had contact with a healthcare professional who obtained a blood glucose reading of 386 mg/dl. In addition, hcp provided unspecified (dose/type) insulin and unspecified IV medication as treatment for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.